Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. The device functioned properly. Intermittent button response noted due to moisture damage on the keypad traces. The device had a scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.